Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).

Event description:
It was initially reported that a patient received an index atrial fibrillation (afib) ablation procedure for ventricular tachycardia on (B)(6) 2026 with a qdot micro and the patient experienced cardiogenic shock (adverse event #1) categorized as severe and serious defined by life threatening injury, medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function, and hospitalization with an admission date of 12-feb-2026 and discharge date of (B)(6) 2026. Relationship to study device was reported as not related and relationship to the index study procedure is possible. The adverse event is unanticipated. The outcome is resolved with an end date of (B)(6) 2026. Intervention was surgery left ventricular assist device (lvad) implantation. This event was previously reported to FDA against the qdot micro ablation catheter under manufacturer report number 3013300026-2026-01863. On 19-jun-2026, additional information was received indicating that on (B)(6) 2026 the patient experienced bleeding complication at right groin (adverse event #2) the event was categorized as moderate and serious defined by medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function. Relationship to study device was reported as possible with the vizigo sheath and the relationship to the index study procedure was classified as causal. The adverse event is anticipated. The outcome is resolved with an end date of (B)(6) 2026. Intervention was surgical placement of a shunt for distal leg perfusion. It was also reported that on (B)(6) 2026, the patient experienced bleeding at the mouth, nose and throat (adverse event #3) categorized as mild and not serious. Relationship to study device was reported as not related and relationship to the index study procedure was reported as possible. The outcome is resolved with an end date of (B)(6) 2026. Intervention was nasal tamponade. Then on (B)(6) 2026, the patient experienced pericardial effusion (adverse event #4) categorized as mild and not serious. The relationship to study device (optrell and qdot) was reported as possible and relationship to the index study procedure is possible. The outcome is resolved with an end date in (B)(6) 2026 (unknown specific date). Intervention was reported as none. Based on the information received on 19-jun-2026, the event was reassessed to be reported against the vizigo sheath. The reports of bleeding at the mouth, nose and throat and pericardial effusion were classified as non-serious as the events were not life threatening, there is no indication that they resulted in permanent impairment of a body function or permanent damage to a body structure, and they did not necessitate medical or surgical intervention and there is no report of prolonged hospitalization. However, these are being coded as related to the ablation (qdot) and the diagnostic (optrell) catheters based on specified relationships to those devices and the index procedure.